Event description:
Device 3 of 3. Reference MFR reports: 1627487-2012-02570 and 02571. The pt rec'd three leads as part of his scs system. It was reported the pt was unable to feel stimulation although his amplitude was at the highest level. Diagnostic tests revealed low impedance readings on all lead contacts except for two. Reprogramming attempts were unsuccessful at achieving stimulation coverage. It was reported the physician declined to get x-rays and will perform surgical intervention to address the issue. No further info is available at this time.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.